Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. The failure investigation has been completed. And the alleged issue was verified. The information will be used for tracking and trending purposes.

Event description:
It was reported, that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 253 mg/dl.